Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and a buckled upstream occlusion. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device inconsistently delivered medicine, machine thinks that it was delivered but it didn't deliver any at all. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.